Event description:
Reporter indicated that vns pt was "passing out" and "turning colors." Device diagnostic testing was within normal limits, indicating proper device function. Treating neurologist believes that the events are not related to the vns and may be due to the fact that the pt is severely sleep deprived.